Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and a prescription. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose reached 374 mg/dl while wearing the pod between 24 and 36 hours on the infusion site (abdomen). Patient tried to bolus and their home health care nurse went to their house and advised to replace the pod. The patient stated the adhesive was secure during wear and always uses outside flex tape over the pods. Patient states that they noticed a knot in the skin where the pod was worn and also a little bit of blood and they have been prescribed hydrocortisone cream as a standard practice.